Manufacturer narrative:
The instrument was returned and evaluated. No reason for return was provided. A complaint cannot be confirmed or denied. Upon failure analysis, both pitch cables were observed to be broken at the wrist. Both cable segments that contain the crimp were still installed in clevis. Clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure there was an unspecified problem with a small grasping retractor instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.